Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. A photo of the product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: they found during prepare before operation, they are from one carton. It was reported that the quantity involved is 11. Did the device issue occur during one patient procedure? Or- did the device issue occur during multiple patient procedures? If during multiple patient procedures, please provide: procedure names and date.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. During preparation for the procedure, it was found that the suture sachet had leaked. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
The actual sample was returned for evaluation. During the evaluation of the sample it is noted that the opening tab is sealed with the sealing area of other sample and the side opposite the opening tab is fully open and the sterile barrier of the packet was compromised. An investigation has been initiated to address the issue.